Manufacturer narrative:
G4: oct2020. B4: 23oct2020. The customer reported a ventilator with a navigation ring failure was identified during preventative maintenance. The reported problem was confirmed and duplicated by the customer. The device was not in clinical use at the time the issue was discovered. This issue was identified during preventative maintenance. Additionally, there was no patient or user harm reported nor delay to patient therapy. Following the evaluation of the device, the customer replaced the front bezel to resolve the problem. The unit was then functionally tested and was said to have been repaired. No other abnormality was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07jul2020.

Event description:
The customer reported a ventilator with a nav ring failure. It was unknown when this event occurred. There was no allegation of harm associated with this event.